Manufacturer narrative:
H6- health effect- clinical code: 4581-deep chamber, 'tilted'. Iris has some trans illumination defects. H11- manufacturer narrative: edema is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced, corneal edema, deep chamber, low vault and seems tilted'. Iris has some trans illumination defects. Reportedly, "right eye lots of corneal edema, chamber very deep, icl vault lower than the other eye and seems tilted. Iris has some trans illumination defects". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5.- a medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced, corneal edema, ac deep, icl tilt, iris issues and low vault. Reportedly, "right eye lots of corneal edema, chamber very deep, icl vault lower than the other eye and seems tilted. Iris has some trans illumination defects". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. H6.- health effect- clinical code: 4581- "deep chamber, 'tilted'. Iris has some trans illumination defects" should be removed and 4581- "ac deep, icl tilt, iris issues" should be added. H11. "Claim# (B)(4)" should be corrected to "claim# (B)(4)". Claim# (B)(4).